Event description:
Customer reports to have received a battery low alarm and reservoir low alarm, even though reservoir was not low. Customer also received a compromised forced sensor alarm. Customer was not able to troubleshoot at the time, but requested assistance in setting up another insulin pump. Customer was assisted and will call back to troubleshoot insulin pump with alarm. Customer's blood glucose was 220 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.